Event description:
It was initially reported that a vns patient was experiencing painful stimulation that a decrease in output current resolved the issue. Later, the patient indicated that the patient's device settings were randomly changing between office visits, and that she was experiencing an increase in seizures. The patient underwent generator revision surgery and the implant facility indicated that the device would not be returned to the manufacturer for analysis. Good faith attempts for additional information are in progress.